Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) paced into a t-wave, accelerating the rhythm into ventricular fibrillation (vf). The device appropriately detected, treated and converted the vf. Review of device memory revealed two prior accounts of rhythm acceleration.